Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user resumed ilet use after a period off due to sensor supply issues and experienced hyperglycemia, with blood glucose rising from 287 mg/dl to 317 mg/dl before beginning to decline while on the call; the user was using a steel cannula infusion set with 23-inch tubing, tubing primed through the adhesive pads, drops observed immediately on tubing test, and insulin on board confirmed to be over one unit, indicating dosing was occurring. Symptoms included elevated blood glucose. Outcomes included monitoring at home without alerts, alarms, hospitalization, or medical intervention beyond phone-based guidance. Investigation included troubleshooting of the infusion set and tubing, confirmation of priming and flow, and verification of active insulin delivery. Investigation of this case revealed no device malfunction identified and no obstruction or air evident, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.